Event description:
It was reported that during an original inflatable penile prosthesis (ipp) implant surgery, an 18 cm x 12 mm cylinder and pump (ipp) and 1.0 cm rear tip extender were opened and not used. An 18 cm x 9.5 mm cylinder and pump (ipp) were implanted to complete the surgery. Boston scientific has been unable to obtain additional information regarding the circumstances.